Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to "intermittent" stimulation. The doctors described the therapy delivery as "intermittent." When therapy was evaluated, the result "varied randomly between on/off." It was stated that this happened on both left and right sides. It was noted that impedances were "ok," x-ray images showed no physical or mechanical damage to leads and extensions, and "several" contacts and program strategies were tried. It was stated that it was decided to go for "invasive troubleshoot" of the ins because the issues "seemed to be bilateral." The extensions were reportedly disconnected, cleaned, washed, and re-connected, however, the issue subsisted. Decision was made to replace the ins and sent device for analysis. The patient reportedly had less than 50% therapy relief. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information indicated that the extensions were re-used. They were disconnected first and cleaned to check if there were any bad contacts. Impedances were the same and the issue subsisted thus the decision on trying a new implantable neurostimulator (ins) was made. It was stated that after the ins replacement the problem remained.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37601 serial # (B)(4) showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.